Event description:
It was reported that a few hours after the implant, the system controller provided a backup battery (ebb) alarm. The technician disconnected and reconnected the ebb without success. The ebb was changed for a new one, but the alarm was still active. The system controller was exchanged and would be sent for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis along with a set of log files. A review of the system controller da150927 event log files showed data spanning the reported event date (03sep2024 per timestamp). The submitted log file bubattery_20240904_124105 contained overlapping data from the reported event date. The pump operated as intended for the duration of the log files. The clock was set on 03sep2024 at 12:04:58 with an immediate backup battery fault alarm flag condition being active as well as the backup battery use count being 11. This was due to a backup battery memory tag fault. This alarm resolved at 13:51:20 on 03sep2024. At 14:52:10 on 03sep2024 a backup battery fault alarm activated due to backup battery charge not passing. At 15:01:26 on 03sep2024 a backup battery circuit fault alarm was active which remained intermittently active until 15:01:29. At 15:01:27 the backup battery mem tag fault intermittently reactivated. At 15:03:23 on 03sep2024 the driveline was disconnected, and the system controller was shutdown at 15:04:48. The pump functioned as intended for the duration of the log file. The root cause for the reported event was unable to be conclusively determined through analysis. A corrective and preventative action was opened to further address this issue. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The receiving and inspection documents for the emergency backup battery (serial number: sy151464) were reviewed and found to have passed. Heartmate 3 instructions for use (rev c) section 2 entitled ¿system operation¿ outlines the reasons and methods for replacing/reinstalling backup batteries. Heartmate 3 instructions for use (rev c) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms including backup battery fault alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.